Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the pinnacle precision access system was used during the procedure. The doctor was having trouble with the wire going through the needle and need to use a cook cope wire for access. There was no patient injury, medical/surgical intervention required. Additional information was received on 22jul2021. The procedure was an abdominal angiogram with right lower extremity angiogram. The wire appeared to be missing a coating and the tip was darker than usual. The patient's condition was stable. The outcome of the procedure was that they did a balloon angioplasty of right sfa. Additional information was received on 23jul2021. The wire never went into the needle.